Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that during the insertion process, the spring wire guide (swg) in the kit was inserted through the introducer needle. The introducer needle was then removed over the swg. The dilator was threaded over the swg and then the catheter was placed over the swg. While attempting to remove the swg, resistance was met. Upon removing the swg, the clinician noticed that a portion on the body of the swg was dislodged (unraveled); swg was still intact and nothing was left in the pt. The hospital biomed is conducting an internal investigation of the swg and at this time it will remain in their possession.